Event description:
It was further reported that the concomitant balloon being used with the encore26 did not rupture. The procedure was completed with this same balloon and the balloon was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage or defect and it was noted that one of the encore housing clips was bent and not secured correctly within the encore housing. The gauge on the unit had also detached from the encore housing which is consistent with the device self- releasing. The unit could not be functionally tested as the gauge had detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing. The complaint device failed to meet specification or perform as intended due to the manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure the encore inflation device broke. The encore 26 inflation device was broken during inflation. No other details are available. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.